Event description:
It was reported that the isolation circuit card damaged; patient temp port 1 pushed in too far by user. Biomed stated they would like to have a 2000 preventive maintenance completed. Per investigator notification received on 07jun2023, it was reported that the ribbon on isolation card separated from the board, the l-tube & double l-tubing appears distended /expanded , scratches noted on control panel screen, this has no effect on the normal operations of the control panel, initial test shows low /marginal flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to malfunctions of isolation circuit card. The arctic sun 5000 was evaluated upon receipt. Ribbon cable was separated from isolation card, isolation card was damaged. Isolation circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the isolation circuit card damaged; patient temp port 1 pushed in too far by user. Biomed stated they would like to have a 2000 preventive maintenance completed. Per investigator notification received on 07jun2023, it was reported that the ribbon on isolation card separated from the board, the l-tube & double l-tubing appears distended/expanded, scratches noted on control panel screen, this has no effect on the normal operations of the control panel, initial test shows low/marginal flow.